Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a scheduled follow up. Upon examination, episodes of high ventricular rate were found and they appeared to be cause by right ventricular lead noise oversensing. However, the noise was not reproducible through isometric testing. All other lead parameters and trends were normal. The clinician elected to continue to monitor the situation without making any changes at this time. The patient's condition remained stable.